Event description:
It was reported that during implantable pulse generator (ipg) follow up check, the device showed power on reset (por) with error code. Por was confirmed, all data were restored, all parameters recovered, and battery status good. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: implant date, initial reporter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.